Manufacturer narrative:
Device history lot part: 03.037.028, lot: 9875935, manufacturing site: (B)(4), release to warehouse date: 06/24/2016, the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The complaint device was received in two pieces. The shaft of the screwdriver broke at the most distal kerf. No apparent voids in the material were observed at the fracture site. Significant wear was noted at the distal end of the shaft, which resulted in the removal of the surface finish along the most distal edge. Circular scratches around the circumference of the shaft were observed at the distal end as well. More proximally, minor scratches and surface wear on the shaft were observed. The received condition agrees with the complaint condition; thus, the complaint is confirmed. The following dimensions were deemed relevant to the complaint condition: the outer diameter (od) of the shaft at the location of the break and the inner diameter (ID) of the shaft. However, the dimension of the ID of the shaft applies prior to laser cutting and thus cannot be measured in a post-manufacture state. The od of the shaft at the location of the break is 8 mm ± 0.2 mm. When the od of the shaft was measured with a micrometer proximal to the break, the od was found to be 7.991 mm. This measurement is within the design specification. When the od of the shaft was measured with a micrometer distal to the break, the od was found to be 8.001 mm. This measurement is within the design specification. Conclusion: a visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal end of the shaft of the screwdriver was observed to be broken, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that the complaint device experienced excessive bending forces during use, leading to the complaint condition. No product design or manufacturing issues were identified. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 03.037.028 , lot: 9875935 , manufacturing site: haegendorf , release to warehouse date: 24.jun.2016 . The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Date of event is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the patient underwent an unknown procedure. The flexible screwdriver broke while trying to engage the locking mechanism. A torque limiting attachment option was immediately used to complete the procedure. It was unknown if there was any surgical delay. No patient consequences was reported. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.